Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user disconnected from the ilet after experiencing hypoglycemia, with the lowest reported glucose of 65 mg/dl lasting approximately three hours, and device low-glucose alerts were received. Symptoms included dizziness consistent with hypoglycemia. Outcomes included self-treatment with food without the need for assistance or professional medical intervention, and no hospitalization occurred. Investigation included complaint handling with troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and no device malfunction or component failure was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.